Manufacturer narrative:
Recently otto bock healthcare products (B)(4) performed a retrospective review across all complaints recorded between (B)(6) 2015 and (B)(6) 2017. During the review it was discovered that the patient population involved in this event has to be considered as vulnerable, which is why it was determined that this event is reportable. Investigation results: the evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall.

Event description:
Knee joint buckled, because stance phase resistance didn't work. Patient fell and injured shoulder (bruise), medical treatment and physiotherapy necessary. Currently no evidence concerning any further complications known. Already fell on shoulder as a result of a recent fall. Fall happened in calender week 49 of 2016. Battery not holding a charge during 12 hours, and stance phase dampening and freeze mode not working properly.